Event description:
It was reported that the hand piece device began overheating during surgery. The type of surgery performed was unknown to the reporter. The reporter stated there were no injuries, medical intervention or delays reported in surgery. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. (B)(4) tested the device, and the customer's reported condition of heat could not be confirmed or duplicated. The device passed the acceptance test and is functioning within specification. If additional information is received, a supplemental report will be sent accordingly.